Event description:
Discrepant advia centaur phenytoin results were obtained on a pt sample. The results were reported to the doctor. The technician questioned initial results from sample in serum separator tube (sst) and subsequently ran a sample from a red top tube. A corrected report was issued. The customer does not know of any report of pt intervention or adverse health consequences due to the discrepant phenytoin results.

Manufacturer narrative:
Initial incorrect results were obtained when a serum separator tube (sst) was used. Siemens advia centaur assay manual (B)(4) for phenytoin (phtn) specifically states: "available literature references present conflicting and complex recommendations on the use of gel barrier tubes for therapeutic drug monitoring samples. Each lab should contact their specific tube manufacturer for additional info and recommendations for therapeutic drug monitoring testing with the advia centaur systems. Serum, heparinized plasma, or edta plasma are the recommended sample types for this assay." The subsequent use of a "red top" sample yielded correct results. The customer refused a service call. The instrument is performing within specifications. No further eval of the service is required.